Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, serial# unknown, product type accessory. Analysis in progress, supplemental report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported that the ins would not communicate with a clinician programmer or the patient programmer (pp). The rep was trying to run impedance checks, but would only encounter the interference message on both the clinician programmer and the pp. The rep turned off the led lights in the room and the communication/interference issues resolved. The rep was able to run the impedance checks after turning off the lights. The issues was reported as resolved and the patient was given a replacement battery. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) found the ins passed functional testing. The ins was functioning okay and insignificant anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.